Manufacturer narrative:
Corrected data: h6 device code 4045 premature separation was changed to 4044 difficult or delayed separation. The investigation of the returned web system found the implant detached from the delivery system, the proximal connector kinked, and the heater coil windings stretched. The implant was not returned for evaluation. The device failed continuity and resistance testing due to the damaged heater coil windings and connector. However, the heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil condition is consistent with the web implant getting caught in between the windings due to the implant tether increasing in diameter as it gets heated from the thermal activation of the detachment controller and exceeding the inner diameter of the heater coil, resulting in the web sticking to the pusher post-activation. The physical evaluation of the device could not identify the conditions or circumstances that led to the connector damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
See h.10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A portion of the device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature web detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a carotid aneurysm treatment, the web device did not detach after several attempts were made. When the physician tried to resheath the web, the web prematurely detached. The web was implanted in the intended location. The procedure was completed. There was no patient injury or intervention. The patient is okay.